Event description:
A surgical technician reported that during implantation, the shunt would not disengage from the loader. In a follow up, the surgeon reported that during the procedure, the shunt was removed, and a new one was successfully inserted in the same site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been no other similar complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).